Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 15 manual power ups between the (B)(6) 2007 and the (B)(6) 2014, the longest of which lasts 3 minutes 19 seconds duration. Between the (B)(6) 2016 the device records 4 manual power ups, 3 of which last ten minutes duration. Investigation reported the fault to be contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.